Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced adhesive issues with infusion set on (B)(6) 2024. Patient reported that tape was not sticking while taking a shower. No further information available.